Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in united kingdom. On (B)(6) 2024, it was reported that patient encountered infusion set leakage. Patient's blood glucose at the time of issue was 27mmol/l. Patient was treated via pen pump. No further information available.